Manufacturer narrative:
The actual device is not available for evaluation. However, the model number, lot number, and pictures of the device were provided. The investigation is ongoing. Once we have completed the investigation, a supplemental report will be submitted with any additional relevant information.

Event description:
Complainant alleges "there is a red line on the pouch, and the package is not fully sealed."

Manufacturer narrative:
The device was not returned for evaluation, however we did receive pictures of the malfunction. Based on evaluation of the pictures, it is apparent that the seal was compromised (seal interference) with splice tape. The most likely cause was operator error by not following standard procedure regarding splicing rolls together. The solution is not final inspection, rather the focus is on turning the tool off until the splice passes, then forming may resume per procedure. Splice training is being re-done across all shifts and lines. We will monitor this situation moving forward. Root cause is manufacturing error. If any additional relevant information is identified, it will be submitted in a supplemental report.